Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/increasingly intense pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, menorrhagia, syncope, subchorionic hemorrhage, abdominal cramps, constipation, right lower quadrant pain (worse pain right mid abdomen), abdominal pain, vaginal bleeding, pelvic pain, inflammation (fetal membranes without significant inflammation.), gravida ii, parity 2 (patient has had 2 pregnancies complicated by intrauterine growth restriction and she is very concerned about not being able to carry a healthy pregnancy.), vaginal delivery, (B)(6), anal (B)(6) infection, delayed period on (B)(6) 2015, sulfonamide allergy and acute upper respiratory tract infection. Concurrent conditions included shortness of breath, wheezing, nausea, vomiting, other disorders of intestine, bladder disorder, allergic reaction, dysmenorrhea, anesthesia, flank pain, nickel sensitivity and ovarian cyst. Concomitant products included diphenhydramine hydrochloride (benadryl) for itching. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("increased bleeding during menstruation/bleeding"). The patient was treated with ibuprofen, analgesics and surgery (one laparoscopically, one hysteroscopically, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had not resolved. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: pain and headache and hives within two weeks after essure coil placement. Increasing pelvic pain not relieved by ibuprofen or pain medication. Diagnostic results: on unspecified date, transvaginal ultrasound showed impression: positive blood flow to both ovaries. A 2.1 x 1.4 x 1.9 cm heterogeneous cystic lesion within the right ovary. On the prior study~ this measured 4.4 x 3.1 x 3.9 cm. It has decreased in size in the interval and is most consistent with a hemorrhagic cyst. Clinical impression: right lower quadrant abdominal pain and right ovarian cyst. On (B)(6) 2015, pathology report shows gross examination the specimen was submitted in two containers of formalin, each labeled with the patient's name the first specimen container is additionally labeled "right fallopian tube" submitted in the container was a 5 0 cm pink and tan tubular structure with a diameter varying from 0 5 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "1" the second specimen container was additionally labeled "left fallopian tube" submitted in the container was a 8 0 cm pink and tan tubular structure with a diameter varying from 0 3 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "2". Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Medical history, concurrent conditions, concomitant medications, treatment medications were added. She underwent removal of essure coils one laparoscopically, one hysteroscopically, bilateral salpingectomy. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/increasingly intense pain/constatnt') in a 22-year-old female patient who had essure (batch no. C51082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included delayed period on (B)(6) 2015, migraine headache, menorrhagia, syncope, subchorionic hemorrhage, abdominal cramps, constipation, right lower quadrant pain (worse pain right mid abdomen), abdominal pain, inflammation (fetal membranes without significant inflammation.), gravida ii, parity 2 (patient has had 2 pregnancies complicated by intrauterine growth restriction and she is very concerned about not being able to carry a healthy pregnancy.), gravida ii, gonorrhea, anal chlamydia infection, sulfonamide allergy and acute upper respiratory tract infection. Concurrent conditions included vaginal bleeding, pelvic pain, shortness of breath, wheezing, nausea, vomiting, other disorders of intestine, bladder disorder, allergic reaction, dysmenorrhea, anesthesia, flank pain, nickel sensitivity, ovarian cyst and asthma. Concomitant products included diphenhydramine hydrochloride for itching as well as alprazolam (xanax). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding(vaginal, menorrhagia)"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal vaginal bleeding// abnormal bleeding(vaginal, menorrhagia)"), urticaria ("hives all over body"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), insomnia ("insomnia") and ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), anxiety aggravated ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia"), back pain ("back pain"), chest pain ("rib cage pain"), arthralgia ("pelvic pain radiates from hip to knees"), abdominal pain ("abdominal pain"), impending doom ("I feel like I am dying"), genital hypoaesthesia ("vaginal region will go numb periodically") and cyst rupture ("cyst rupture"). The patient was treated with analgesics, ibuprofen and surgery (one laparoscopically, one hysteroscopically, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia, back pain, chest pain, arthralgia and abdominal pain was resolving, the genital haemorrhage, night sweats, vaginal haemorrhage, urticaria, anxiety aggravated, depression, migraine, female sexual dysfunction, allergy to metals, fatigue, insomnia, ovarian cyst, impending doom, genital hypoaesthesia and cyst rupture outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety aggravated, arthralgia, back pain, chest pain, cyst rupture, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital hypoaesthesia, headache, insomnia, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, urticaria, vaginal haemorrhage and impending doom to be related to essure. The reporter commented: pain and headache and hives within two weeks after essure coil placement. Increasing pelvic pain not relieved by ibuprofen or pain medication. Diagnostic results: on unspecified date, transvaginal ultrasound showed impression: 1. Positive blood flow to both ovaries. 2. 2.1 x 1.4 x 1.9 cm heterogeneous cystic lesion within the right ovary. On the prior study. This measured 4.4 x 3.1 x 3.9 cm. It has decreased in size in the interval and is most consistent with a hemorrhagic cyst. Clinical impression: right lower quadrant abdominal pain and right ovarian cyst. On (B)(6) 2015, pathology report shows gross examination the specimen was submitted in two containers of formalin, each labeled with the patient's name the first specimen container is additionally labeled "right fallopian tube" submitted in the container was a 5 0 cm pink and tan tubular structure with a diameter varying from 0 5 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "1" the second specimen container was additionally labeled "left fallopian tube" submitted in the container was a 8 0 cm pink and tan tubular structure with a diameter varying from 0 3 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "2". Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Batch no c51082 production date 2014-04-29. Expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/increasingly intense pain/constant') in a 22-year-old female patient who had essure (batch no. C51082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included delayed period on (B)(6) 2015, migraine headache, menorrhagia, syncope, subchorionic hemorrhage, abdominal cramps, constipation, right lower quadrant pain (worse pain right mid abdomen), abdominal pain, inflammation (fetal membranes without significant inflammation.), gravida ii, parity 2 (patient has had 2 pregnancies complicated by intrauterine growth restriction and she is very concerned about not being able to carry a healthy pregnancy.), gravida ii, gonorrhea, anal chlamydia infection, sulfonamide allergy and acute upper respiratory tract infection. Concurrent conditions included vaginal bleeding, pelvic pain, shortness of breath, wheezing, nausea, vomiting, other disorders of intestine, bladder disorder, allergic reaction, dysmenorrhea, anesthesia, flank pain, nickel sensitivity, ovarian cyst and asthma. Concomitant products included diphenhydramine hydrochloride for itching as well as alprazolam (xanax) and ibuprofen (motrin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding(vaginal, menorrhagia)"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal vaginal bleeding// abnormal bleeding(vaginal, menorrhagia)"), urticaria ("hives all over body"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), insomnia ("insomnia") and ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), anxiety aggravated ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia"), back pain ("back pain"), chest pain ("rib cage pain"), arthralgia ("pelvic pain radiates from hip to knees"), abdominal pain ("abdominal pain"), impending doom ("I feel like I am dying"), genital hypoaesthesia ("vaginal region will go numb periodically") and cyst rupture ("cyst rupture"). The patient was treated with analgesics, ibuprofen and surgery (one laparoscopically, one hysteroscopically, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia, back pain, chest pain, arthralgia and abdominal pain was resolving, the genital haemorrhage, night sweats, vaginal haemorrhage, urticaria, anxiety aggravated, depression, migraine, female sexual dysfunction, allergy to metals, fatigue, insomnia, ovarian cyst, impending doom, genital hypoaesthesia and cyst rupture outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety aggravated, arthralgia, back pain, chest pain, cyst rupture, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital hypoaesthesia, headache, insomnia, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, urticaria, vaginal haemorrhage and impending doom to be related to essure. The reporter commented: pain and headache and hives within two weeks after essure coil placement. Increasing pelvic pain not relieved by ibuprofen or pain medication. Diagnostic results: on unspecified date, transvaginal ultrasound showed impression: 1. Positive blood flow to both ovaries. 2. 2.1 x 1.4 x 1.9 cm heterogeneous cystic lesion within the right ovary. On the prior study~ this measured 4.4 x 3.1 x 3.9 cm. It has decreased in size in the interval and is most consistent with a hemorrhagic cyst. Clinical impression: right lower quadrant abdominal pain and right ovarian cyst. On (B)(6) 2015, pathology report shows gross examination the specimen was submitted in two containers of formalin, each labeled with the patient's name the first specimen container is additionally labeled "right fallopian tube" submitted in the container was a 5 0 cm pink and tan tubular structure with a diameter varying from 0 5 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "1" the second specimen container was additionally labeled "left fallopian tube" submitted in the container was a 8 0 cm pink and tan tubular structure with a diameter varying from 0 3 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "2". Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- feel like I am dying, vaginal region will go numb periodically, and cyst rupture. Reporter information added. Event genital haemorrhage made medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/increasingly intense pain") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. C51082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included migraine headache, menorrhagia, syncope, subchorionic hemorrhage, abdominal cramps, constipation, right lower quadrant pain (worse pain right mid abdomen), abdominal pain, vaginal bleeding, pelvic pain, inflammation (fetal membranes without significant inflammation.), gravida ii, parity 2 (patient has had 2 pregnancies complicated by intrauterine growth restriction and she is very concerned about not being able to carry a healthy pregnancy.), gravida ii, gonorrhea, anal chlamydia infection, delayed period on (B)(6) 2015, sulfonamide allergy and acute upper respiratory tract infection. Concurrent conditions included shortness of breath, wheezing, nausea, vomiting, other disorders of intestine, bladder disorder, allergic reaction, dysmenorrhea, anesthesia, flank pain, nickel sensitivity and ovarian cyst. Concomitant products included diphenhydramine hydrochloride (benadryl) for itching. In september 2015, the patient experienced night sweats ("night sweats"), urticaria ("hives all over body"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), insomnia ("insomnia") and ovarian cyst ("right ovarian cyst"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation/bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia"), back pain ("back pain"), chest pain ("rib cage pain"), arthralgia ("pelvic pain radiates from hip to knees") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, analgesics and surgery (one laparoscopically, one hysteroscopically, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia, back pain, chest pain, arthralgia and abdominal pain was resolving, the genital haemorrhage, night sweats, vaginal haemorrhage, urticaria, anxiety, depression, migraine, female sexual dysfunction, allergy to metals, fatigue, insomnia and ovarian cyst outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: pain and headache and hives within two weeks after essure coil placement. Increasing pelvic pain not relieved by ibuprofen or pain medication. Diagnostic results: on unspecified date, transvaginal ultrasound showed impression: 1. Positive blood flow to both ovaries. 2. 2.1 x 1.4 x 1.9 cm heterogeneous cystic lesion within the right ovary. On the prior study~ this measured 4.4 x 3.1 x 3.9 cm. It has decreased in size in the interval and is most consistent with a hemorrhagic cyst. Clinical impression: right lower quadrant abdominal pain and right ovarian cyst. On (B)(6) 2015, pathology report shows gross examination the specimen was submitted in two containers of formalin, each labeled with the patient's name the first specimen container is additionally labeled "right fallopian tube" submitted in the container was a 5 0 cm pink and tan tubular structure with a diameter varying from 0 5 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "1" the second specimen container was additionally labeled "left fallopian tube" submitted in the container was a 8 0 cm pink and tan tubular structure with a diameter varying from 0 3 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "2". Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. The event night sweats, abnormal bleeding (general), abnormal vaginal bleeding, hives all over body, anxiety, depression, migraines, headaches, apareunia, nickel allergy, dysmenorrhea, dyspareunia, fatigue, insomnia, right ovarian cyst, abdominal pain, back pain, rib cage pain, pelvic pain radiates from hip to knees, did not undergo an essure confirmation test added from pfs and event outcome added. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/increasingly intense pain") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. C51082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included migraine headache, menorrhagia, syncope, subchorionic hemorrhage, abdominal cramps, constipation, right lower quadrant pain (worse pain right mid abdomen), abdominal pain, vaginal bleeding, pelvic pain, inflammation (fetal membranes without significant inflammation.), gravida ii, parity 2 (patient has had 2 pregnancies complicated by intrauterine growth restriction and she is very concerned about not being able to carry a healthy pregnancy.), gravida ii, gonorrhea, anal chlamydia infection, delayed period on (B)(6) 2015, sulfonamide allergy and acute upper respiratory tract infection. Concurrent conditions included shortness of breath, wheezing, nausea, vomiting, other disorders of intestine, bladder disorder, allergic reaction, dysmenorrhea, anesthesia, flank pain, nickel sensitivity, ovarian cyst and asthma. Concomitant products included diphenhydramine hydrochloride (benadryl) for itching as well as alprazolam (xanax) and ibuprofen (motrin). In (B)(6) 2015, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding(vaginal, menorrhagia)"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal vaginal bleeding// abnormal bleeding(vaginal, menorrhagia)"), urticaria ("hives all over body"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), insomnia ("insomnia") and ovarian cyst ("right ovarian cyst"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia"), back pain ("back pain"), chest pain ("rib cage pain"), arthralgia ("pelvic pain radiates from hip to knees") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, analgesics and surgery (one laparoscopically, one hysteroscopically, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia, back pain, chest pain, arthralgia and abdominal pain was resolving, the genital haemorrhage, night sweats, vaginal haemorrhage, urticaria, anxiety, depression, migraine, female sexual dysfunction, allergy to metals, fatigue, insomnia and ovarian cyst outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: pain and headache and hives within two weeks after essure coil placement. Increasing pelvic pain not relieved by ibuprofen or pain medication. Diagnostic results: on unspecified date, transvaginal ultrasound showed impression: 1. Positive blood flow to both ovaries. 2. 2.1 x 1.4 x 1.9 cm heterogeneous cystic lesion within the right ovary. On the prior study~ this measured 4.4 x 3.1 x 3.9 cm. It has decreased in size in the interval and is most consistent with a hemorrhagic cyst. Clinical impression: right lower quadrant abdominal pain and right ovarian cyst. On (B)(6) 2015, pathology report shows gross examination the specimen was submitted in two containers of formalin, each labeled with the patient's name the first specimen container is additionally labeled "right fallopian tube" submitted in the container was a 5 0 cm pink and tan tubular structure with a diameter varying from 0 5 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "1" the second specimen container was additionally labeled "left fallopian tube" submitted in the container was a 8 0 cm pink and tan tubular structure with a diameter varying from 0 3 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "2". Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/increasingly intense pain") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure (batch no. C51082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included migraine headache, menorrhagia, syncope, subchorionic hemorrhage, abdominal cramps, constipation, right lower quadrant pain (worse pain right mid abdomen), abdominal pain, vaginal bleeding, pelvic pain, inflammation (fetal membranes without significant inflammation.), gravida ii, parity 2 (patient has had 2 pregnancies complicated by intrauterine growth restriction and she is very concerned about not being able to carry a healthy pregnancy.), gravida ii, gonorrhea, anal chlamydia infection, delayed period on (B)(6) 2015, sulfonamide allergy and acute upper respiratory tract infection. Concurrent conditions included shortness of breath, wheezing, nausea, vomiting, other disorders of intestine, bladder disorder, allergic reaction, dysmenorrhea, anesthesia, flank pain, nickel sensitivity and ovarian cyst. Concomitant products included diphenhydramine hydrochloride (benadryl) for itching. In september 2015, the patient experienced night sweats ("night sweats"), urticaria ("hives all over body"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), insomnia ("insomnia") and ovarian cyst ("right ovarian cyst"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation/bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia"), back pain ("back pain"), chest pain ("rib cage pain"), arthralgia ("pelvic pain radiates from hip to knees") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, analgesics and surgery (one laparoscopically, one hysteroscopically, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia, back pain, chest pain, arthralgia and abdominal pain was resolving, the genital haemorrhage, night sweats, vaginal haemorrhage, urticaria, anxiety, depression, migraine, female sexual dysfunction, allergy to metals, fatigue, insomnia and ovarian cyst outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: pain and headache and hives within two weeks after essure coil placement. Increasing pelvic pain not relieved by ibuprofen or pain medication. Diagnostic results: on unspecified date, transvaginal ultrasound showed impression: 1. Positive blood flow to both ovaries. 2. 2.1 x 1.4 x 1.9 cm heterogeneous cystic lesion within the right ovary. On the prior study~ this measured 4.4 x 3.1 x 3.9 cm. It has decreased in size in the interval and is most consistent with a hemorrhagic cyst. Clinical impression: right lower quadrant abdominal pain and right ovarian cyst. On (B)(6) 2015, pathology report shows gross examination the specimen was submitted in two containers of formalin, each labeled with the patient's name the first specimen container is additionally labeled "right fallopian tube" submitted in the container was a 5 0 cm pink and tan tubular structure with a diameter varying from 0 5 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "1" the second specimen container was additionally labeled "left fallopian tube" submitted in the container was a 8 0 cm pink and tan tubular structure with a diameter varying from 0 3 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "2". Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. The event night sweats, abnormal bleeding (general), abnormal vaginal bleeding, hives all over body, anxiety, depression, migraines, headaches, apareunia, nickel allergy, dysmenorrhea, dyspareunia, fatigue, insomnia, right ovarian cyst, abdominal pain, back pain, rib cage pain, pelvic pain radiates from hip to knees, did not undergo an essure confirmation test added from pfs and event outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/increasingly intense pain/constant') in a 22-year-old female patient who had essure (batch no. C51082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no." The patient's medical history included delayed period on (B)(6)2015, migraine headache, menorrhagia, syncope, subchorionic hemorrhage, abdominal cramps, constipation, right lower quadrant pain (worse pain right mid abdomen), abdominal pain, inflammation (fetal membranes without significant inflammation.), gravida ii, parity 2 (patient has had 2 pregnancies complicated by intrauterine growth restriction and she is very concerned about not being able to carry a healthy pregnancy.), gravida ii, gonorrhea, anal chlamydia infection, sulfonamide allergy and acute upper respiratory tract infection. Concurrent conditions included vaginal bleeding, pelvic pain, shortness of breath, wheezing, nausea, vomiting, other disorders of intestine, bladder disorder, allergic reaction, dysmenorrhea, anesthesia, flank pain, nickel sensitivity, ovarian cyst and asthma. Concomitant products included diphenhydramine hydrochloride for itching as well as alprazolam (xanax) and ibuprofen (motrin). On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding(vaginal, menorrhagia)"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal vaginal bleeding// abnormal bleeding(vaginal, menorrhagia)"), urticaria ("hives all over body"), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), insomnia ("insomnia") and ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), anxiety aggravated ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia"), back pain ("back pain"), chest pain ("rib cage pain"), arthralgia ("pelvic pain radiates from hip to knees"), abdominal pain ("abdominal pain"), impending doom ("I feel like I am dying"), genital hypoaesthesia ("vaginal region will go numb periodically") and cyst rupture ("cyst rupture"). The patient was treated with analgesics, ibuprofen and surgery (one laparoscopically, one hysteroscopically, bilateral salpingectomy.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea, dyspareunia, back pain, chest pain, arthralgia and abdominal pain was resolving, the genital haemorrhage, night sweats, vaginal haemorrhage, urticaria, anxiety aggravated, depression, migraine, female sexual dysfunction, allergy to metals, fatigue, insomnia, ovarian cyst, impending doom, genital hypoaesthesia and cyst rupture outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety aggravated, arthralgia, back pain, chest pain, cyst rupture, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital hypoaesthesia, headache, insomnia, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, urticaria, vaginal haemorrhage and impending doom to be related to essure. The reporter commented: pain and headache and hives within two weeks after essure coil placement. Increasing pelvic pain not relieved by ibuprofen or pain medication. Diagnostic results: on unspecified date, transvaginal ultrasound showed impression: 1. Positive blood flow to both ovaries. 2. 2.1 x 1.4 x 1.9 cm heterogeneous cystic lesion within the right ovary. On the prior study~ this measured 4.4 x 3.1 x 3.9 cm. It has decreased in size in the interval and is most consistent with a hemorrhagic cyst. Clinical impression: right lower quadrant abdominal pain and right ovarian cyst. On (B)(6) 2015, pathology report shows gross examination the specimen was submitted in two containers of formalin, each labeled with the patient's name the first specimen container is additionally labeled "right fallopian tube" submitted in the container was a 5 0 cm pink and tan tubular structure with a diameter varying from 0 5 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "1" the second specimen container was additionally labeled "left fallopian tube" submitted in the container was a 8 0 cm pink and tan tubular structure with a diameter varying from 0 3 to 1 0 cm one end contains fimbria representative sections are submitted in one cassette labeled "2". Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: event was added- feel like I am dying, vaginal region will go numb periodically, and cyst rupture. Reporter information added. Event genital haemorrhage made medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.